Event description:
Healthcare professional through the National Breast Implant Registry (NBIR) reported "Capsular Contracture Baker Grade III" and "Change shape/size/style". This record is for the left side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture a physiological complication and analysis of the device generally does not assist Abbvie in determining a probable cause for this event.No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.Reason for reoperation: Capsular Contracture Baker Grade III.